Event description:
On (B)(6) 2011, father reported the infusion device "locked up" when patient tried to bolus and the buttons were not responding. The battery was removed and reinserted, and the infusion device displayed an e8 power interrupt error. Patient was unable to clear the e8 error by pressing the check button twice. The buttons are raised, and the key-lock feature was not activated. The menu and check buttons produce an audible click when pressed. The protective rubber is missing from the up button, and the up button is "stuck." The infusion device was not dropped. No physiological effects were reported, and patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.